Event description:
It was reported that this scope was used on a patient once without the completed subsequent rinsing when the scope was reprocessed. According to the reporter, during reprocessing where this scope is being reprocessed, the endoscope reprocessor machine exhibited error e14 twice. According to the reporter, the issue improved by turning the power off and then on again, and even after cleaning was completed, error e14 and the disinfectant indicator were blinking. According to reporter, the facility staff thought that the buzzer sound generated by e14 was the end of the process and took out the scope. At that time, it was said that there was an acetic acid odor, and it was suspected that the scope has been disinfected, but the subsequent rinsing was not completed. A non-rinsed scope was used on a patient once. Follow up was scheduled with the patient. There was no patient harm or injury reported due to the event. This event includes 2 reports . Patient identifier (B)(6) for the oer-s reprocessor sn (B)(4). Patient identifier (B)(6) for the scope enf-v2 serial : (B)(4) (without the completed subsequent rinsing during reprocessing and used on patient once). This report is for patient identifier (B)(6) (without the completed subsequent rinsing during reprocessing and used on patient once).

Manufacturer narrative:
The subject device was not returned for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, this event likely occurred due to human error, but it did not lead to an estimation of the factor. The root cause could not be identified. The event can be detected/prevented by following the endoscopic cleaning and disinfection device oer-s operational edition manual that states: chapter 8: "wait a while for the disinfectant solution to recover, as the drain mesh filter may be clogged.¿ "when the antiseptic solution is no longer available, remove and clean the drainage and circulation orifice mesh filters.¿ "if there is a lack of disinfectant in the disinfectant reservoir, drain the disinfectant in the disinfectant reservoir and prepare a new disinfectant.¿ three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.